Event description:
It was reported that ""no readings", "sensor error" or "brief sensor issue"" under one hour occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient lost consciousness. The patient was unsure what the cgm reading was, or what the cgm device was displaying at the time of the loss of consciousness. When the patient regained consciousness, they noted that the cgm device was displaying a sensor error. The patient was unsure if they lost consciousness due to a diabetic event, or due to overheating, as it was also really hot that day. The patient called an ambulance and was seen at the hospital but no medication would have been provided. It was unknown if the patient took any type of other treatment such as food or drinks during the event. No fingerstick readings were reported from the event. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).